Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked battery tube threads, and broken reservoir tube lip. However the test reservoir was held inside of the reservoir compartment and missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call of cracks near the reservoir of the insulin pump. The customer's blood glucose reading was 370 mg/dl. The customer stated that the reservoir is starting to come out of the pump easily. The customer stated that the plastic lip of the reservoir compartment is missing. The customer stated that he pump could have possible fell out of her pocket. The customer stated that the crack has been present for about a month. The customer stated that there were minor scratches on the screen and that the pump is legible. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.